Manufacturer narrative:
The customer contacted the siemens customer care center (ccc) and a siemens customer service engineer (cse) was dispatched to the customer's site and inspected the instrument. The cse performed a total service call and replaced the wash guides and reagent 1 (r1) probe. Quality controls (qc) were run and the system was fully operational upon departure. The instrument is performing according to specifications. No further evaluation of this device is required.

Event description:
Discordant, falsely elevated total hcg (thcg) patient results were obtained on an advia centaur xp instrument. The discordant results were reported to the physician(s). For one of the samples, a new sample was redrawn and repeated on the same instrument. The original sample was run again on the same instrument after. The repeated results were reported as the correct results. For the other samples, the same samples were repeated on the same instrument. The repeat results were reported, as the correct results, to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the falsely elevated total hcg (thcg) patient results.